Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding/I have heavy bleeding') in an adult female patient who had essure (batch no. B63030-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went for confirmation test". The patient's medical history included gallbladder removal. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/heavy cramping"), alopecia ("hair loss"), abdominal pain upper ("upper abdominal pain"), abdominal pain lower ("lower abdominal pain") and back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), pain in extremity ("arms pain") and pelvic pain ("extreme pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain/gaining weight"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (scheduled implant removal through hysterectomy on (B)(6) 2021). At the time of the report, the genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, migraine, headache, dysmenorrhoea, weight increased, alopecia, abdominal pain upper, abdominal pain lower, back pain, pain in extremity and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, back pain, dysmenorrhoea, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 122 lbs. Scheduled implant removal through hysterectomy on (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Lot number reported ( b63030 ) is invalid. Most recent follow-up information incorporated above includes: on 18-jun-2021: case (B)(4) is found to be duplicate of this case, " previously reported event heavy bleeding/I have heavy bleeding made intervention required due to surgery." Reporter and essure removal date added, all information from case (B)(4) is transferred to this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. B63030-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went for confirmation test". The patient's medical history included gallbladder removal. In 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), abdominal pain upper ("upper abdominal pain"), abdominal pain lower ("lower abdominal pain") and back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), pain in extremity ("arms pain") and pelvic pain ("extreme pain"). The patient was treated with medroxyprogesterone acetate (depo-provera). Essure treatment was not changed. At the time of the report, the genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, migraine, headache, dysmenorrhoea, weight increased, alopecia, abdominal pain upper, abdominal pain lower, back pain, pain in extremity and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, back pain, dysmenorrhoea, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Lot number reported ( b63030 ) is invalid. Amendment: the report was amended for the following reason: this case was found to be duplicate of this case (B)(4). All information from this case was transferred to the case (B)(4). No new follow-up information was received from the reporter.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded metallic coil at the right cornua') and genital haemorrhage ('heavy bleeding/I have heavy bleeding') in an adult female patient who had essure (batch no. B63030-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went for confirmation test". The patient's medical history included gallbladder removal, anxiety, iron deficiency, anemia and ovarian cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)/heavy cramping"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), headache ("migraines / headaches"), migraine ("migraines / headaches"), alopecia ("hair loss") and abdominal pain upper ("upper abdominal pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("extreme pain"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and pain in extremity ("arms pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain/gaining weight"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (tah, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device, genital haemorrhage, pelvic pain, abdominal pain lower, dysmenorrhoea, back pain, vaginal haemorrhage, heavy menstrual bleeding, pain in extremity, headache, migraine, weight increased, alopecia and abdominal pain upper outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, back pain, dysmenorrhoea, embedded device, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 122 lbs scheduled implant removal through hysterectomy on (B)(6) 2021 product removal date updated from (B)(6) 2021 to (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Pathology test - on (B)(6) 2021: uterus, cervix, bilateral fallopian tubes, hysterectomy, bilateral salpingectomy endometrium: secretory endometrium myometrium: no significant histologic change. Cervix: acute and chronic inflammation; negative for dysplasia. Fallopian tubes: no significant histologic change. Gross examination: the tan- pink, striated myometrium demonstrates a 1.7 cm length of embedded metallic coil at the right cornua. A 1.7 cm length of metallic coil is present within the remaining portion of fallopian tube at the left cornu, and does not grossly involve the myometrium. Lot # b63030-not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-nov-2021: quality safety evaluation of product technical complaint. We received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded metallic coil at the right cornua') and genital haemorrhage ('heavy bleeding/I have heavy bleeding') in an adult female patient who had essure (batch no. B63030-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went for confirmation test". The patient's medical history included gallbladder removal, anxiety, iron deficiency, anemia and ovarian cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)/heavy cramping"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), headache ("migraines / headaches"), migraine ("migraines / headaches"), alopecia ("hair loss") and abdominal pain upper ("upper abdominal pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("extreme pain"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and pain in extremity ("arms pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain/gaining weight"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (tah, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device, genital haemorrhage, pelvic pain, abdominal pain lower, dysmenorrhoea, back pain, vaginal haemorrhage, heavy menstrual bleeding, pain in extremity, headache, migraine, weight increased, alopecia and abdominal pain upper outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, back pain, dysmenorrhoea, embedded device, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 122 lbs scheduled implant removal through hysterectomy on (B)(6) 2021 product removal date updated from (B)(6) 2021 to (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Pathology test - on (B)(6) 2021: uterus, cervix, bilateral fallopian tubes, hysterectomy, bilateral salpingectomy. Endometrium: secretory endometrium. Myometrium: no significant histologic change. Cervix: acute and chronic inflammation; negative for dysplasia. Fallopian tubes: no significant histologic change. Gross examination: the tan- pink, striated myometrium demonstrates a 1.7 cm length of embedded metallic coil at the right cornua. A 1.7 cm length of metallic coil is present within the remaining portion of fallopian tube at the left cornu, and does not grossly involve the myometrium.. Lot number reported ( b63030 ) is not valid. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient medical history, event: embedded metallic coil at the right cornua and rcc added. Product removal date updated. We received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.